Event description:
It was reported that during preventative maintenance it was observed that the attachment device had ¿heat¿ and ¿bearings going out.¿ the device was not used in surgery. The reporter stated that there was no patient involvement. Therefore, there were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.